Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to hyperglycemia on (B)(6) 2018. The customer blood glucose level was 490 at the time of hospitalization. The customer stated that the symptoms related to low blood glucose was vomiting and diarrhea. Customer received medical treatment for high blood glucose value. She was admitted & was in the hospital from (B)(6) till the (B)(6) of 2017 and was treated to control her blood sugars and said symptoms were the cause of her diabetes condition. The device will not be returned for analysis. Frn-unk-rsvr, unomed set.

Manufacturer narrative:
The information incorrect with the initial report. The correct information have been provided with this report.

Event description:
The customer reported that they were admitted to the urgent care on (B)(6) 2018 due to not feeling well. Customer was transported to the emergency room and was admitted on (B)(6) 2018 due to high blood glucose event. The customer blood glucose level was 490 at the time of hospitalization. Customer received medical treatment for high blood glucose. Customer also mentioned that she was hospitalized last (B)(6)2017 due to vomiting, diarrhea, and hypoglycemia. Customer was treated to control her blood sugars. Customer and said symptoms were the cause of her diabetes condition. The device will not be returned for analysis.